Manufacturer narrative:
The complaint description states that a revision was performed due to corail neck fracture. The device associated to the complaint were returned for analysis. The conclusions of the lab report and visual inspection report are appropriate: the femoral stem neck is fractured. According to the dimensional analysis performed, the product is in conformity with its definition. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables e.g. Activity, weight, bmi and use, anatomical considerations and patient changes over time. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a fracture of the neck of the femoral stem. Patient felt pain when coming out of a tractor .